Event description:
Message read "over heated."====================== health professional's impression======================unknown====================== manufacturer response for thermachoice uterine balloon therapy with fluid circulation, gynecare======================phone call made, awaiting packaging material so the product can be returned.